Manufacturer narrative:
Two still cine images and one photograph were received for review. The first still cine image captures the severely calcified and tortuous nature of the lesion site in the lad. The second still cine image captures what appears to be pre-dilation of the lesion site with an unidentified balloon. The photograph shows deformation of the most proximal stent wraps. Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 24th, 25th, 26th and 27th distal stent wraps with struts raised. There was slight deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous proximal lad lesion exhibiting 85% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected without issue. During the procedure, it was reported that the lesion was pre-dilated four times and the physician attempted to deliver the stent but the device failed to cross. Resistance was encountered and the physician pushed with excessive force during the attempted advancement. It was reported that stent deformation occurred. A non-mdt stent was successfully delivered to complete the procedure. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.